Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pain/amount of pain/chronic pain") and genital haemorrhage ("I kept bleeding for one entire year and my doctor was unable to stop it./ daily bleeding/been bleeding for ever/dropped a clot the size of an apple last week/bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida ((B)(6) 2005, (B)(6) 2007, gave birth (natural)(B)(6) 2011, gave birth (natural) (B)(6) 2013), parity 4 (gave birth (natural) in 2011 and 2013) and miscarriage (miscarriage at 10 ½ weeks) in 2003. Previously administered products included for birth control: paraguard in 2010 and mirena from 2007 to 2010. Past adverse reactions to the above products included urticaria with paraguard. Concurrent conditions included psychiatric disorder nos. Concomitant products included medroxyprogesterone (depo provera) for contraception. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion hospitalization) and fatigue ("fatigue (extreme)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping (persistent constant and severe, accompanied by constant bleeding)"), back pain ("back pain (daily persistent pain)") and abdominal pain ("severe abdominal pain (persistent constant and severe, accompanied by constant bleeding)"). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"). The patient was hospitalized sometime in (B)(6) 2014. The patient was treated with oral contraceptive nos, morphine and surgery (hysterectomy and removal of cervix, fallopian tubes and uterus). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, genital haemorrhage, fatigue, abdominal pain lower and back pain had resolved. At the time of the report, the mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results: essure confirmation test, in approximately february 2014. Ultrasound with dye: fallopian tubes were all closed up concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dropped a clot the size of an apple last week, bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received: event severe and permanent injuries has been deleted. New events severe persistent pain/amount of pain/chronic pain, I kept bleeding for one entire year and my doctor was unable to stop it./ daily bleeding/been bleeding for ever/dropped a clot the size of an apple last week/bleeding, fatigue (extreme), cramping (persistent constant and severe, accompanied by constant bleeding), back pain (daily persistent pain), severe abdominal pain (persistent constant and severe, accompanied by constant bleeding), essure caused or aggravated her psychiatric and/or psychological condition. Historical, concomitant condition , lab data has been added. Reporters were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.